Event description:
It was reported that a fragment broke off and the surgeon was unable to retrieve it we are unsure if a fragment broke off the anchor or off the inserter. Procedure was completed, time delay less than 30 minutes. This case was reported to the (B)(6) health authority. Lateral ligament repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore, the complainant's event could not be verified. Device history record revealed nothing relevant to the event. This type of event is most likely caused by over insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.